Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without a device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc), a leak was observed at the flush port of the hemostatic valve. The device was not used, there was no patient involvement. A new sgc was used. There was no clinically significant delay during the procedure. No additional information was provided.